Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two tests performed with one lot. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with the kit swab on a direct tested nasal sample. Confirmation testing was performed using an unknown brand of at home or rapid antigen swab tests that generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061987 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1061987, test base part number 190-430 / lot: 1061987. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061987 showed that the complaint rate is 0.011%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a potential assignable root cause is cross-contamination.